Event description:
It was reported that the zimmer air dermatome was shredding the skin. There was no report of injury or adverse patient consequence associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The repair technician reported receiving the air dermatome that was within specifications. The problem alleged by the customer could not be duplicated. No issues were found that would cause the alleged issue. The most likely cause of the user issue would be improper user technique.